Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek coronary dilatation catheter instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur.

Event description:
It was reported that during dilatation in the calcified left anterior descending artery, the 3.25x15 voyager nc balloon ruptured during the first inflation at 5-6 atmospheres. The device was exchanged for another 3.25x15 voyager nc dilatation catheter and dilatation was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. Reportedly, the device was prepped inside the anatomy. No additional information was provided.